Manufacturer narrative:
Other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. The smiths label was intact. The event log did not find evidence of the reported failure. However, the event logs showed disposable attached messages. A visual inspection and functional test were performed, and the reported failure was not duplicated. The root cause of the reported failure cannot be established. The downstream occlusion sensor will be replaced as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had battery issues. It is unknown if there was a patient, or clinician injury associated with this occurrence.